Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2015; pb1018 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had anodal fracture and was programmed unipolar. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.